Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, the most probable cause was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the colonovideoscope had flickering image and no image. There was no patient involvement.